Manufacturer narrative:
This report is submitted january 8, 2019.

Event description:
Per the surgeon, the patient experienced poor performance with device use and the electrode array tip was found to be folded over. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on january 21, 2019.